Event description:
Synthes (B)(6) reported during laminectomy and fusion of l4-s1 surgery on (B)(6) 2013, while inserting a poly axial screw, the screw head popped off and the driver disengaged causing the first thread of the bone screw to strip off at the tulip bone screw interface. The thread of metal remains attached to the bone screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device was forwarded to the chu engineer for further evaluation: the returned implant has the polyhead separated from the bone screw. The bone screw shows damage to the proximal end. The screw has a peeled thread that engages the holding sleeve. The driver feature has some deformation. The remainder of the bone screw and polyhead are in good condition. The chu engineer easily reassembled the poly head to the bone screw. The head articulates as intended. The chu engineer reviewed the drawing for this implant (04_632_725 revision c). These drawing calls out the appropriate components and notes for an acceptable polyaxial screw. Matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery a new head or different style head can be replaced without the need to replace the bone screw. A tool is provided in the set to remove heads from bone screws without damaging the bone screw. The chu engineer reviewed the complaint history for disassociated polyheads from 3/2011 to 3/2013. The history shows 29 implants with this hazard over this time period. Based on the sales of the previously mentioned part numbers over the same time period the occurrence rate is .029%. The design risk assessment is adequate for the intended use. The head is removable and the screw head thread condition appears to be the result of the holding sleeve becoming loose during screw insertion which may have contributed to the breakage and also to misuse.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The collet internal spherical diameter, the screws outer spherical diameter, the m6.5 x 0.75-6h thread, and raw material, verified as correct in DHR, on collet cannot be checked-measured. The collet cannot be measured in manufactured split condition, the screws spherical diameter cannot be measured in released manufactured state per top level, the damage to thread eliminates potential for measurement and the collet raw material cannot be measured because it is assembled.